Event description:
In this case, a 21mm valve was explanted after an implant duration of approximately 7 months (7.37 months) due to infective endocarditis (ie). The customer reported that on (B)(6) 2012, a magna ease valve, model 3300tfx21mm, was implanted. On (B)(6) 2012, the valve was explanted and replaced with a magna ease valve, model 3300tfx21mm . No further details were provided. The device will not be returned for evaluation due to infection.

Manufacturer narrative:
Device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation by the customer due to infection. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection has not been provided.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.